Manufacturer narrative:
(B)(4). The subject microcatheter was returned for evaluation. The returned microcatheter had its tip missing. The broken tip was microscopically observed. It revealed that circumferential cracks were on the tip polymer surface. The end of the broken tip was cone shaped. These findings suggested that the tip was torn due to tensile stress. By measuring the length of the remaining tip, it was concluded that the tip fragment was approximately 1 mm long. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the catheter tip became separated due to excess tensile stress beyond the catheter's design limit applied upon removal while it was being trapped by the tortuous and heavily calcified lesion. It was presumed that the catheter tip was pushed harder against the lesion as the stiffness of the concomitant guide wire increased when the new guide wire was replaced, making the tip to be trapped in the lesion. While the tip was being trapped in the lesion, the applied tensile stress made the tip to become stretched and eventually torn off. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the catheter tip of an asahi microcatheter was separated during a percutaneous coronary intervention (pci) to treat a tortuous and heavily calcified 90-99% stenosis in the lcx #11. A 0.014 inch guide wire crossed the lesion followed by the subject microcatheter. The guide wire was exchanged to a new guide wire with better supportability when the catheter tip was found separated. An attempt was made to retrieve the separated tip; however, it went unsuccessful. As the tip fragment flowed into peripheral vasculature which had no impact on the patient hemodynamics, the physician decided to leave the fragment as is. The pci was resumed and completed with reestablished blood flow by stenting. The patient was reportedly being hospitalized due to other illness but fine without problem regarding this event.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.